Event description:
The lay user/reporter called lifescan (lfs) in 2007, alleging the one touch ultra meter was prompting an error 3 message. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the meter issue was occurring intermittently. The reported does not remember any specific dates or times the issue occurred. The patient took his usual dose of diabetes medication, 10 units of humalog and 40 units of regular insulin. After the reported issue, the patient reported trembling and perspiring. The patient denied receiving medical attention following use of the meter. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported as the patient alleged he developed symptoms that can be associated with hypoglycemia after the issue began.